Event description:
It was reported that the usb port of the pump appeared to be damaged as the "pins" inside the usb port appeared to be bent. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.